Event description:
A copy of the medwatch report from FDA was received, which states, ¿the entire IV pump completely shut off and stopped working while life sustaining drugs were infusing into the patient. All pumps were plugged in and charged. No patient harm."

Manufacturer narrative:
Correction : report source other. Additional information : related report number grid.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the entire IV pump completely shut off and stopped working while life sustaining drugs were infusing into the patient. All pumps were plugged in and charged. No patient harm."

Manufacturer narrative:
Correction : report source other. Additional information : related report number grid.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the entire IV pump completely shut off and stopped working while life sustaining drugs were infusing into the patient. All pumps were plugged in and charged. No patient harm."